Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer complained that all the warning indicators were displayed and the device does not turn on. There was no report of pt use associated with the reported complaint.